Event description:
Abscess drainage and sclerotherapy performed via catheter to abscess/cyst on liver. After dwell time of sclerotherapy substance attempt was made by md to remove substance. At this time the catheter was discovered to be slightly degraded at attachment to hub of catheter (at the stopcock that is left external). As staff was gathering other equipment to remove substance by bypassing stopcock/hub of catheter md discovered that catheter was also degraded under the entrance site at access point and that a small section of the catheter was retained. Foreign body was located on ultrasound after new consent obtained for removal, attempt to retrieve was unsuccessful. Product discarded. The patient was discharged and was set up to follow up with a surgical consult.